Event description:
The device was used during a gastrectomy procedure. It was reported by the affiliate that the staples were malformed.there was no pt consequence. Additional info received on 4/3/97. It was clarified that the staples were malformed.

Manufacturer narrative:
Facility experienced an event with your endopath thoracic endoscopic linear cutter with safety lock while performing a gastrectomy. The product complaint analysis team has completed its investigation of the device which was returned to us with product inquiry #972042. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: lockout position; fired. Cartridge condition; 3/4 fired. Cartridge return batch number; h00655. Condition of knife; good. Instrument number; 0093. Functional tests & results: condition of firing trigger lockout, condition of pinion gear, condition of short rack, and condition of yoke; good. Was instrument cycled; yes. Analysis conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly produced "malformed staples" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve the products.